Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests, using separate fingersticks. Reporter's results were 183, 245 and 150mg/dl. Reporter did not have any symptoms. A control solution test was not done due to unavailability of supplies. On follow up, the reporter stated that reporter checks the test strip confirmation dot for enough blood. Reporter's technique of applying blood is accurate. No harm was alleged.